Manufacturer narrative:
The seal in question is the chevron end of the pouch. It is the same seal strength as the side seals, but the configuration of the chevron allows the user to open it easily when pressure is applied. The operating room staff mistook the ease of opening the chevron end to be an inadequate seal. The distributor returned the remaining devices from the unit (box of ten kits) in question. Bioplate conducted an investigation into the potential complaint using the product returned. There is a clear indication of a proper seal on all sides of the product returned including the chevron end. Review and eval of the product returned provides evidence that the seals were all intact and were not defective in anyway. After opening the packaging, the physician re-sterilized and implanted the device. It is clearly identified on the product packaging label that the product is not to be re-sterilized. It is a single-use product. It is determined that there were no adverse events and no product malfunction. Additional lot # 2946.

Event description:
The ready packs open with very little force at the opening, as though the adhesive is faulty. Operating room nurse and surgeons were unsure of sterility of product due to the faulty adhesive. Adhesive is in tact on the sides of the package but not at opening.